Event description:
Patient stated bgstar showed high readings compared to lab over several days. One day patient had a reading of 5.4 mmol/l and later developed hypoglycaemia. The patient was treated at the doctor's office with glucose and remained under medical observation for one hour.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by agamatrix, inc. On (B)(4) 2011, with the following findings: the meter was working properly. If agamatrix receives additional information regarding this complaint, a follow up report will be submitted. At this time, agamatrix considers this case closed.